Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, d9, e2, g1, g3, g6, h1, h2, h3, h4, h5, h6, h10, and h11. Package of blade was returned unopened. Visual inspection did find a hair-like debris sealed inside the packages. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: japan.

Event description:
It was reported that during inspection the device had a hair-like substance inside the packaging. There was no patient involvement. Due diligence is complete and there is no additional information available.